Manufacturer narrative:
H6. Method - review of mfg inspection data shows critical dimensions of the shell were mfg correctly. Outer spherical radius of the shell and the screw holes were inspected and accepted to the current specification. No info available regarding screws. The two longer screws that were in the superior cluster were not returned for co's review. H6. Results - post-operative report of the initial revision indicates that little bone was available for support of the shell in the anterior, posterior, and dome regions and that fixation was achieved mainly with two of the three screws. Major rotational forces applied to the shell were resisted only by the two screws that were solidly fixed. H6. Conclusions - available info indicates returned components were mfg as designed. Joint loads through the acetabular component were resisted by only two screws. In this circumstance, this may not have been effective since the screws may have loosened within the bone due to extremely high loads.